Manufacturer narrative:
H3: examination of the valve in our laboratory revealed host tissue overgrowth had fused one attachment site and encroached onto each cusp which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation. Calcification was also noted within the right and left-coronary cusps which contributed to stenosis of the valve. X-ray analysis revealed calcification within the aortic walls and bellies of the right and left-coronary leaflets. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysisf9: 5 years

Event description:
This event was reported as leaflet disruption and congestive heart failure. No further info provided.